Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. Customer's blood glucose was 272 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.